Event description:
It has been reported to philips that geometry was partly unavailable. No harm has been reported to philips. A philips engineer visited site and cleaned the geo ipc and cables, it was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that there was an error message, arch and table did not work. The rse verified failure in geo ipc and does not read the hard drive (hd). To resolve the issue the fse performed troubleshooting and checked the cable connections and re-installed geo ipc software. After re-installation and carrying out operational rest, no error was found and the system was performing as intended and was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code and evaluation method code was/were corrected.